Event description:
It was reported by the rep that the device was used during a thoracoscopy with a biopsy. It was reported the stapler was fired twice with no difficulty. On the third and fourth firings the stapler jammed. A new stapler was obtained to complete the case. There was no consequence to the pt.